Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset ( 6.7 mv). Unable to verify pump error 35 alarm due to main download timeout/external flash crc test failed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.